Event description:
I was inserting a peripherally inserted central catheter into this patient. The microez microintroducer, 3.5 fr with vessel dilator was not able to penetrate the skin even with 8-10 attempts and a large amount of downward pushing. When I asked the circulating nurse to open a new 3.5 fr microez microintroducer kit, I noticed that the peel-away sheath had a protruding ring around it about 1/4" from the end. After the device was out of the patient, I examined the end of it and saw the end of the peel-away sheath was uneven and wrinkled. When I used the new microez microintroducer, there was no difficulty with insertion.